Event description:
It was reported that stuck on wire occurred. The stenosed target lesion was located in the left lower extremity vein. An angiojet zelante catheter and amplatz guidewire were selected for use. During device introduction, the tip of the catheter advanced approximately 40 cm over an amplatz guidewire before encountering resistance and becoming stuck, preventing further advancement. The issue was identified intra-procedurally while the device was inside the patient. The catheter was subsequently withdrawn, and another catheter of the same model was used to successfully complete the procedure. The patient remained stable following the procedure, and no complications were reported as a result of this event. It was further reported that the guidewire was not removed because when the tip of the suction catheter entered the micro-end of the guidewire by about 40 cm, there was a jamming phenomenon that prevented further insertion. The suction catheter had not yet entered the patient's body, so only the suction catheter was withdrawn.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). E1: initial reporter facility number - (B)(6). Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event risk review: a risk review performed for the angiojet zelante device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was cause not established

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that stuck on wire occurred. The stenosed target lesion was located in the left lower extremity vein. An angiojet zelante catheter and amplatz guidewire were selected for use. During device introduction, the tip of the catheter advanced approximately 40 cm over an amplatz guidewire before encountering resistance and becoming stuck, preventing further advancement. The issue was identified intra-procedurally while the device was inside the patient. The catheter was subsequently withdrawn, and another catheter of the same model was used to successfully complete the procedure. The patient remained stable following the procedure, and no complications were reported as a result of this event.